Event description:
It was reported that there was a left hip revised. The neck of the stem was shaved off it looked like the stem was cracked but the trunnion was shaved in half.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem #5. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a damaged stem trunnion involving an unknown accolade stem was reported. The event was confirmed. Device evaluation and results: an x-ray was provided for review. The tip of the stem cannot be seen. The trunnion appears to be disassociated from the head. A provided image of the device indicates the trunnion is worn down. No more can be learned without the return of the device. Medical records received and evaluation: a medical review indicated - the tip of the stem is not visualized. The trunnion appears disassociated from the prosthetic head, which remains reduced in the acetabulum. No clinical or past medical history, no revision operative report, no description of the findings or what was done at revision, and no examination of the explanted components is available. Based upon the information available for review, it is not possible to determine the cause of this clinical situation. Conclusions: the root cause of the event could not be determined with the information provided. The damaged trunnion is confirmed, however, clinical and past medical history, revision op reports, description of findings during revision, and the devices are needed for further evaluation of this event.

Event description:
It was reported that there was a left hip revised. The neck of the stem was shaved off it looked like the stem was cracked but the trunnion was shaved in half.